Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained. Customer¿s blood glucose level was between 140-200 mg/dl.